Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) units were received in sealed original packaging. Stock verification: stock was verified. There are no available units of the product code and batch code in stock. There has been one other complaint for this material/batch code reported. A total of (B)(4) units of this batch code were manufactured and distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Tested five for armed resistance of the original sealed samples received and performed a visual inspection on the samples. The results fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.